Event description:
It was reported to rhytec, inc. That a misuse event may have caused a pt to experience a hypertrophic scar on her right upper lip. During the treatment, the total amount of pulses (600) and aggregate energy (3.5j) and frequency exceeded rhytec's recommendations. The pt was overtreated due to an excessive amount of pulses and frequency for the area being treated. There is a risk of pigmentation changes, which may be temporary or permanent, following treatment and the risk of pigmentation changes increases with the severity of the treatment received. Since the event, the pt has required topical and oral antibiotics and inter-lesional steroid injections. The device was used successfully prior to the event and has subsequently been used after the event on other pts with no adverse results.

Manufacturer narrative:
An investigation has taken place and the following corrective action will be implemented: post event, the dermatology office was contacted and has since been re-educated to rhytec's protocol to adhere to rhytec's pre/post treatment parameters and has received follow-up training in the directions for use of the device. The device was used successfully prior to the event and has subsequently been used after the event on other pts with no adverse results.